Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
In this case the customer reported that the wireless foot switch intermittently fails to release radiation. The device was in use. It is unknown at this time if the procedure could be completed. Based on the available information, this issue has been determined to be a reportable event and is currently under investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during the planned diagnostic procedure. The remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch was not working. The procedure was completed using the wired footswitch. It was identified that the wireless footswitch had wi-fi connectivity issue. Per the information collected, the wireless footswitch did not connect to its base station. The wireless connection with the base station was re-established after software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) /field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome. The problem code and evaluation method code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.